Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized several times due to diabetic ketoacidosis. The customer's blood glucose reading was 500 mg/dl at the time of the most recent event. The customer's mother stated that issues with inserting the infusion sets and no delivery alarms are what caused the events. Nothing further was reported.